Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the station. A technical support specialist (tss) confirmed via email that the issue was resolved and received customer permission to close the case. Tss remoted into the server and verified that the patient was displaying on both the server and device under user login across all patients. Tss contacted customer, who confirmed patient data was crossing with a slight delay and requested clarification on the cause. Tss continued investigation on both the device and server, found no errors or retries in the logs, and confirmed the system was current. Tss checked the device speed and duplex settings per knowledge article change speed & duplex on rss command shell, obtained approval for downtime, brought the device offline, made the necessary changes, and sent an update email to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not crossing over to the station, and the patient list did not cross over to one station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.